Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positive" results. Customer reported experiencing non-repeating, low positives for the rotavirus analytes on the enteric parasite panel assay. These suspected false positives are associated with another strong positive rotavirus sample on the same runs and customer suspects that there is a ¿signal bleed-over¿. Service performed environmental monitoring with all negative evp results. Service cleaned the readers and mux boards, then performed extended evp environmental monitoring on 18 locations, all results were negative. No source of potential environmental contamination or cross-contamination during sample prep identified. Service performed preventative maintenance and found front panel assembly loose and replaced front panel. Pump 4 had an increased number of indeterminate results (inds) and replaced pump. Service performed empty fill check and qualification run successfully; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined with the information provided.

Event description:
Report 6 of 9: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive rotavirus patient result was obtained. Sample was repeat tested and gave a rotavirus negative result. There was no report of patient impact.

Event description:
Report 6 of 9: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive rotavirus patient result was obtained. Sample was repeat tested and gave a rotavirus negative result. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.